Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicate that sometime the insulin was squirting instead of dripping. Customer reported that the insulin pump was slower and louder during rewinding. Customer reported that they did change the infusion set and reservoir. Insulin pump had diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.